Manufacturer narrative:
A patient had a secondary infection was reported to abbott. The patient's entire system was explanted to address the issue and the infection was cleared. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient had a secondary infection, but it was unknown the location of the infection. As a result, surgical intervention took place where the full system was explanted to address the issue. It was reported that is infection had cleared and it was unknown when the explant took place.